Event description:
Follow up information obtained identified the patient had the scs ipg replaced. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the scs ipg and external devices. The patient stated he last charged the device three months prior. A company representative met with the patient and confirmed the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.